Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock. Upon review, it was noted that shock was due to double counting. Technical services (ts) were consulted, possible causes and troubleshooting options were discussed. The s-ICD system remains implanted. No adverse patient effects were reported.